Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to the trunk cable connector being damaged and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.